Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 10mm amplatzer vascular plug ii was successfully implanted using a 5f non-abbott delivery sheath. Three minutes after the device was deployed the device embolized into the arterial duct, discovered via angiography. Contrast was injected and it was noted that the contrast was still able to pass through the target vessel. The device was removed via transcatheter snare and replaced with a non-abbott device. It was noted that the diameter selection of the device was suitable, but the length was too long, which leads to poor adhesion. The patient remained hemodynamically stable throughout the procedure. The patient is stable and discharged.

Manufacturer narrative:
An event of residual shunt was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated the diameter selection of the device was suitable, but the length was too long, which leads to poor adhesion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.b3 - date of event - corrected h6. Medical device problem code 1395 migration or expulsion of device removed 4001 patient device interaction problem.

Event description:
Subsequent to the previously filed report, additional information was received that the date of procedure was (B)(6) 2022, not (B)(6) 2022.

Event description:
It was reported that on (B)(6) 2022 a 10mm amplatzer vascular plug ii was successfully implanted using a 5f non-abbott delivery sheath. Three minutes after the device was deployed the device embolized into the arterial duct, discovered via angiography. Contrast was injected and it was noted that the contrast was still able to pass through the target vessel. The device was removed via transcatheter snare and replaced with a non-abbott device. It was noted that the diameter selection of the device was suitable, but the length was too long, which leads to poor adhesion. The patient remained hemodynamically stable throughout the procedure. The patient is stable and discharged. Subsequent to the previously filed report, additional information was received that the date of procedure was (B)(6) 2022.

Manufacturer narrative:
An event of device embolization was reported. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.d6a - implant date: updated to (B)(6) 2022.